Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator failed the protective earth resistance test. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the v60 ventilator failed the protective earth resistance test. The rse noted that after reseating the ground connector wires on the ground terminal, the issue was resolved. All functional tests passed, and the device appears to be fit for use.